Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported that the physician had difficulty removing impella 5.5. Originally was being viewed under echo guidance. The physician requested fluoro imaging and was able to pull the catheter across the anastomosis safely upon explant impella was unraveled exposing electrical cable.

Manufacturer narrative:
The investigation into the removal issues has been completed since the original report was filed. The product was returned for investigation. There was clear sign of excessive force used leading to catheter damage and exposing of electrical cable. Per the investigation and clinical information provided, the root cause of the removal issue was use related to excessive force.